Manufacturer narrative:
Patient reported good pain relief from the nalu system the entire time it was implanted and in use. There are no allegations or indications of any system or device failure. System explant was performed due to patient condition which required further testing.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. After being implanted, the patient received a new medical diagnosis which required imaging. The nalu system was not conditional for the imaging needed and thus was fully explanted on (B)(6) 2024.